Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was asleep. The customer also reported that the patient woke up and disconnected the freedom ac power supply and exchanged his onboard batteries but the fault alarm did not resolve. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited abnormal noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Investigation testing determined the root cause of the customer-reported fault alarm was a degraded pressure sensor (u22) on the main printed circuit board assembly (pcba). Syncardia has an open corrective and preventive action (CAPA) to address this issue with the u22 pressure sensor. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was asleep. The customer also reported that the patient woke up and disconnected the freedom ac power supply and exchanged his onboard batteries but the fault alarm did not resolve. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.